Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The customer ultimately successfully filled the cartridge. Tandem technical support educated the customer in common causes of cartridge resistance (e.g. Improper needle insertion or fill septum blockage). Customer's blood glucose level was 170 mg/dl.